Event description:
It was reported that after receiving therapy, device went into backup mode with therapy unavailable. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion.